Event description:
The customer reported that the high-definition 3cmos autoclavable camera head failed the leak test during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation confirmed the customer's reported "failed leak test". The evaluation found the device failed the leak test due to a puncture in the cable. . A device history record (DHR) review was completed, and no issues were identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use manual provides the following cautions/warnings: if any irregularity is observed during the inspection described in ¿preparation and inspection¿, do not use the camera head and solve the problem as described in ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in, ¿withdrawal when any irregularity is observed". Olympus will continue to monitor the field performance of this device.